Manufacturer narrative:
This report is being supplemented to provide additional information based on rrc ofr (regional repair center olympus france device evaluation. The following defects/findings were identified during device inspection: bending section (a-rubber) failed. A rubber glue separated. Light guide len rod chipped. Distal end c cover scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device channel (all channels) tested positive (with growth) with the following : escherichia coli (19 cfu/ 100ml) , klebsielaa aerogenes (ex enterobacter aerogenes) (3 cfu/ 100ml) and proteus mirabilis ( 19 cfu/100 ml). The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) - paa_cds machine soluscope 4. No patient infection noted. Aer/ewd reprocessor: not tested model name: soluscope série 4 detergent name: soluscope cln disinfectant name: soluscope paa pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, auxiliary water channel. Manual cleaning : detergent used : aniozyme x3 anios. Brush points: instrument / suction channel , suction cylinder , instrument channel port. Brush model: albyn medical manual disinfection not performed. Disinfectant used: n/a. Scope storage: surestore. Scope maintenance :by olympus the rrc (regional repair center) france olympus device evaluation has not yet started and is pending evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to b3, please see b3 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.